Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal unknown therapy. On an unreported date in 2011, the patient was diagnosed with peritonitis with culture positive for gram negative organism. At the time of this report, the patient was recovering. Therapy with dianeal unknown was ongoing. The nurse stated the peritonitis with culture positive for gram negative organism was not related to dianeal unknown therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd878215 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.